Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator was not secured to the stand. There was no patient involvement when the issue occurred. No patient or user harm was reported. A philips remote service engineer (rse) noted that the v60 ventilator was not secured to the stand. The customer was provided with the part numbers for a replacement thumbwheel, foot kit, and central processing unit (cpu) tray cover.

Manufacturer narrative:
A follow up was performed with the customer, and it was reported that the thumbwheels, foot kit, and cpu tray cover were replaced. The customer reported that the issue was resolved.